Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the loose harness led to earth leakage current exceeding the acceptable limits. The most probable cause of loose harness is traced to component failure due to stress. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the maintenance unit was found to have a loose harness and an earth leakage current exceeding the acceptable limits. There was no patient involvement.